Event description:
It was reported connecta plus3 white pegs was damaged. The following information was provided by the initial reporter, translated from (B)(6): "after unscrewing it with a tool, it was found that the tee connection was broken."

Manufacturer narrative:
(B)(6). Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time also the root cause was not identified, therefore, corrective and preventive actions were not implemented.